Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the cystonephrofiberscope tested positive twice for an unexpected contamination. On (B)(6) 2023 1.5 colony forming units (cfus)/100ml of 3 types of unidentified microorganisms, and on (B)(6) 2023, 1 cfu/100ml of 2 types of microorganisms that were gram positive, catalase positive, and coagulase negative. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jan. 12, 2023 sampling from: all channels colony forming units (cfus): 1 cfu bacterial identification: bacillaceae sampling date: jan. 24, 2023 sampling from: all channels colony forming units (cfus): 1 cfu bacterial identification: coagulase negative staphylococci the device was evaluated and relatively deep scratches were found that could have led to the suggested event. As the customer refused repair additional testing after repair could not be performed to rule out as a possible cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.